Event description:
It was reported that, during interrogation, it was observed one isolated episode of t wave oversensing leading into an inappropriate shock. Several tests were performed in order to understand the reason of the inappropriate shock. It was observed that biv stimulation from a cardiac resynchronization therapy pacemaker (crt-p) implanted device, returns a very low amplitude with the risk of twos. The crt-p and the s-ICD were optimized to reduce the risk of further inappropriate therapy. The patient will be monitoring. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that, during interrogation, it was observed one isolated episode of t wave oversensing leading into an inappropriate shock. Several tests were performed in order to understand the reason of the inappropriate shock. It was observed that biv stimulation from a cardiac resynchronization therapy pacemaker (crt-p) implanted device, returns a very low amplitude with the risk of twos. The crt-p and the s-ICD were optimized to reduce the risk of further inappropriate therapy. The patient will be monitoring. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, the patient with this s-ICD arrived at the emergency room due to multiple inappropriate shocks. The therapy was exhausted. Previous analysis by technical services (ts) showed a decrease in the r wave amplitude and t wave oversensing. The physician tried different left ventricular (lv) lead pacing configurations but there was no change in the s-ICD sensing. An automatic setup was performed but it was not successful. Then, the physician increased the rate zone at 250 bpm and programmed the smart charge at max. The screening was repeated, and the patient will be in monitoring. This s-ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that, during interrogation, it was observed one isolated episode of t wave oversensing leading into an inappropriate shock. Several tests were performed in order to understand the reason of the inappropriate shock. It was observed that biv stimulation from a cardiac resynchronization therapy pacemaker (crt-p) implanted device, returns a very low amplitude with the risk of twos. The crt-p and the s-ICD were optimized to reduce the risk of further inappropriate therapy. The patient will be monitoring. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, the patient with this s-ICD arrived at the emergency room due to multiple inappropriate shocks. The therapy was exhausted. Previous analysis by technical services (ts) showed a decrease in the r wave amplitude and t wave oversensing. The physician tried different left ventricular (lv) lead pacing configurations but there was no change in the s-ICD sensing. An automatic setup was performed but it was not successful. Then, the physician increased the rate zone at 250 bpm and programmed the smart charge at max. The screening was repeated, and the patient will be in monitoring. This s-ICD remains in service. No additional adverse patient effects were reported. Additional information was received which indicated that, the physician performed the screening in the left sternal margin and two vectors were ok. The electrode at the moment is in the right sternal margin and the auto set up was not successful. The physician discharged the patient. The technical services (ts) analyzed the data and as the low signals were seen in primary and alternate, it is suspected that sense b node is somehow floating in adipose tissue allowing a drop in amplitude. Ts stated that the system showed suboptimal sensing and r-wave consistency in both programmed vectors, alternate and primary, that might be a result of placement or the underlying condition of the patient. To confirm the theory, a lateral and pa x ray of the system was recommended. This s-ICD remains in service. No additional adverse patient effects were reported.